Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The lead has greater then 3200 ohm impedance. (B)(4) 2014 - as of today, all available information suggests this lead remains actively implanted, but the plan is to cap the lead.